Event description:
It was reported that the device is displaying an e1 error and there is no light coming from the device.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.